Event description:
The customer reported that while the CT system was not in clinical use, the CT table would not move in the ¿down¿ direction when the gantry control panel was utilized, the table moved "up" instead. The "upward" table movement stopped when the operator released the button. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and was able to reproduce the issue with the gantry panel buttons and the footswitch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) hospital, (B)(6), reported that while the CT system was not in clinical use, the CT table would not move in the ¿down¿ direction when the gantry control panel was utilized; the table moved "up" instead. The "upward" table movement stopped when the operator released the button. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The customer contacted philips help desk to inform them of the event. The fse arrived on site and evaluated the system. The fse evaluated the CT system and found no issues with the footswitch; however, he was able to reproduce the issue with the gantry panel buttons. The fse determined this issue was with the right gantry panel and replaced both the rear left and right gantry control panel to resolve the issue. The fse provided the log files for engineering evaluation. The defective gantry panels were discarded at the site. After the service, there have been no further recurrences of the event at the site. Initially, the fse stated that there was no stuck button issue; however, after engineering evaluation of the log files, the stuck button errors were found, and thus, the complaint was eventually reported. Philips became aware of the uncommanded motion due to stuck button on (B)(4) 2015. This issue was reviewed by engineering and while performing an investigation, engineering determined that there was a stuck vertical "up" button on the right gantry control panel. This complaint is being updated to reflect the stuck button/injury hazard. If a gantry control button fails and the couch would drive out when any button was pressed, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion. Emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced both the rear left and right gantry control panel to resolve the issue. Engineering performed an investigation of the log files and confirmed stuck button errors. It was determined that there was a stuck vertical ¿up¿ button on the right gantry control panel; however, since there were no parts returned from the field, a root cause of the issue could not be determined by engineering. Based upon the troubleshooting services and statements of the fse, a probable root cause was determined that the issue occurred due to stuck button on the rear right gantry control panel. The fse replaced both the rear left and right gantry control panel to resolve the issue.